Manufacturer narrative:
Like device with part# 6950315, 510k# k052180, k052734 and upn (B)(4) is approved for market in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via the manufacturer representative for an event during c3 \ c4 cervical pos terior decompression and fixation procedures on a patient diagnosed with cervical spondylotic myelopathy. It was reported that the screw stripped at the time of the final tightening. Re-tightening was performed three times, but it could not be tightened, so the set screw was removed and a new one was opened and used. The new one was able to be tightened with the same driver. The tip of the driver seemed to be a little collapsed. The removed set screw was discarded. The driver will be returned, and both products were replaced with medtronic products. No patient injury was reported.